Event description:
It was reported that while shaping the subject guidewire, the distal tip coating of the subject guidewire came off. The procedure was completed successfully with no clinical consequences reported to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was noted in the event description that the hydrophilic coating peeled off while shaping the tip of the subject guidewire after removal from the hoop. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the subject guidewire was not returned, an assignable cause of undeterminable will be assigned to code 'hydrophilic coating peeling'.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that while shaping the subject guidewire, the distal tip coating of the subject guidewire came off. The procedure was completed successfully with no clinical consequences reported to the patient.